Event description:
The customer reported that the 840 ventilator had a safety valve open while in use on a patient. The patient was not harmed or injured as a result of the event. The customer reported they will replaced the graphical user interface (gui) cpu pcb. Covidien not authorized to service the device. It is not verified that the vent was inoperable, and that a malfunction occurred.